Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an unknown alarm regarding solution and the patient¿s complaints of feeling like they were pregnant. The peritoneal dialysis registered nurse (pdrn) reported that the patient is doing tidal therapy. The pdrn reported that the patient overfilled last night and requested a replacement cycler. The pdrn stated that the patient setup with 2 out of 6 l and the bags were empty last night. The pdrn stated that the patient cancelled treatment and did not do their last fill volume of 500 ml. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 10763 ml during drain 4 of the treatment. This drain volume is 513% the patient's prescribed fill volume of 2100 ml. After investigation, it appears patient was filled with two 6l bags (total of 12 l). As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The technical support representative advised the patient to make sure the 6l solution bag option is chosen during setup. The patient stated that they did choose the 6 l solution bag option. The pdrn stated that they will take care of the rest of the patient¿s treatment questions. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they manually drained after the event, but they are unsure how much they actually drained. The patient stated that they filled two of the small drain bags and a small amount of a third small drain bag. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Upon further follow up, the pdrn stated that it sounds like the patient did drain out a little over 10,763l. The pdrn stated that they did not physically see the patient drain this amount, but the computer confirms it and also the patient stated that when they were finished with treatment both of their 6l bags were empty. The pdrn stated that the patient usually has a little left over in their bags when treatment has been completed. The pdrn also stated that when they went to the patient¿s house after the event, the patient actually drained out a 1.5l in front of them. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.